Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer blood glucose levels ranged from 300-400 mg/dl. The customer performed a supply change each time to resolve the issue.